Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6). Therapeutic range: 2.0-3.0. Patient self tester did not change her medication on (B)(6) 2015 as she did not believe the inratio result of 1.3. Caller reports milking the finger after performing the finger stick. The patient also mentioned that the meter appears to be taking longer than usual to warm up after verifying the strip code.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.